Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. If the product becomes available in the future, this complaint can be revisited. Review of the manufacturing records found this unit passed all acceptance criteria and was compliant upon release for distribution. Complaint history for the reported failure has been reviewed revealing further instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as insufficient information to determine root cause "if a partial blockage is present within the system it may inhibit the device's detection of a significant air leak, resulting in no alarm activation. Potential sources of blockage include: ¿ physical occlusion in wound dressing (coagulated blood or purulent material in filler, compacted filler, high volume viscous fluid). ¿ physical occlusion in tubing (kink in canister tubing, clot in tubing). ¿ soft port aperture misaligned to dressing opening. Check wound dressing regularly to ensure it is fully compressed and firm to the touch." As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the renasys go was displaying blockage/full canister. The patient stated that the device was placed two days ago, and she had already talked to rotech, the nurse on the phone guided the troubleshooting steps and the continuous therapy with the green light was resumed. With further discussion, the blockage/full canister returned. The patient could feel the suctioning occurring. The blockage warning and continuous therapy intermittently switched out. The patient did not have a back up to change the canister and dressing at the moment of the malfunction. No additional information was available.